Manufacturer narrative:
(B)(4). This incident was not reported to fresenius (B)(4) when the incident occurred. It was brought to our attention by the user MDR sent to us by the agency. From the description given in the user MDR it appears that chamber holder was not seated in the device correctly thus, causing the disk to come off. This was most likely the loud noise that occurred. When the disk comes off, the device is supposed to alarm, the pt lines are automatically clamped and most likely the tubing set will be damaged, thus causing blood in the centrifuge. From the description given, it appears that the device operated according to specification. Fresenius (B)(4) has asked the user site permission to inspect the device to ensure it operates according to specification, however the site stated that we cannot perform a pm on the device. No further investigation can be performed. The as104 device was used according to labeled indications. The dedicated disposable used during treatment was a tpe (p/n (B)(4), however the lot number was not provided). No further investigation could be performed.

Event description:
A pt started plasmapheresis exchange treatment and approx 5 minutes into the treatment the nurse heard a loud noise and the device started to alarm. The pt lines were clamped. When the centrifuge area was checked, it was noted that blood was inside and the lines were damaged. The treatment was discontinued.